Manufacturer narrative:
(B)(4). Batch # p55e8j. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? What color cartridge was used? Was this the first firing of device? Were any staples visible in surgical field? If so, what were their shape? Was the procedure converted to open to complete? Were clips used? Please explain the repair that the vascular surgeon performed. Were there any abnormalities of the hilum or lymph nodes that would affect the ease of dissecting artery? What is the current patient status?

Event description:
It was reported that during a robotic nephrectomy procedure, the stapler was placed on the renal artery and it was reported that the stapler cut but did not staple. The vessel was clamped and the on call vascular surgeon came in to repair structure and the case was completed. The patient received a few units of blood and had to stay the night in the ICU for a single night. Per the risk manager, she said the patient seems to be doing well as of 7/7/2017.

Manufacturer narrative:
(B)(4). Batch # p55e8j. Additional information requested and received: what were the indications for surgery? Right renal mass. What color cartridge was used? White- was in device sent for analysis . Was this the first firing of device? Yes. Were any staples visible in surgical field? If so, what were their shape? Staples were released, but didn¿t close. Was the procedure converted to open to complete? The planned procedure was an open radical nephrectomy. Originally was told robotic. Were clips used? I do not see any mention of clips. Clamps were used to control the bleeding, but to my knowledge. Please explain the repair that the vascular surgeon performed. 1. Lateral venorrhaphy of the right side of the superior vena cava 2. Oversewing of the right renal artery stump. Were there any abnormalities of the hilum or lymph nodes that would affect the ease of dissecting artery? Operative note states, the tumor was right in the area of the vascular structures. The surgeon had to dissect the posterior and superior aspect of the kidney to allow better access to the renal hilum. What is the current patient status? Patient was sent home a few days later and is doing fine. The analysis found that one pse45a device was returned with no apparent damage and with an ecr45w cartridge not loaded on the device. The cartridge was received unfired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.